Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and unresponsive buttons after the battery was taken out due to the insulin pump freezing. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 70 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No indication of troubleshooting for the battery out limit. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to corroded act button keypad trace. Unable to perform functional test due to keypad anomaly. Unable to verify battery out limit due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.